Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent repair of cystocele, repair of rectocele, repair of cuff prolapse, suburethral suspension utilizing caldera, cystoscopy and perineoplasty.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted . It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure mesh were implanted on (B)(6) 2011 due to vaginal vault prolapse and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to dyspareunia, exposed mesh and vaginal granulation tissue. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.